Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited loss of capture (loc) during ablation when electro cautery mode was on. Boston scientific technical services (ts) discussed that defib detect circuit was the reason for loc. The device was programmed the rv outputs higher and the loc has been eliminated. Ts advised that this is constant with defib detect circuit operation. Attempts to ask for additional information was not obtained and ts has no strip or egm to verify asystole. Subsequently, the cause of the observation was not identified. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.